Manufacturer narrative:
(B)(4). Lockout premature. The batch record was reviewed and no anomalies were noted during the manufacturing process.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the device jammed. Another device was used to complete the procedure. No adverse consequences reported. There are no details available.